Event description:
Customer reported (B)(4) valve is not tightening well and is ¿sucking air¿ unless it is really cranked on tightly. The techs are experienced, have been using the valve since (B)(6) and have vague complaints, with no specific details, feeling that the poor connection issue has been happening consistently since implementing the product. CT tech states that most pts come from the nursing floor with IV already started and the valves are often not connected tightly so when he does the test injection he hears a hissing/sucking sound. He tightens the valve onto the IV catheter, repeats the test and has no further problems. In this event, the pt had undergone a CT scan of the abdomen and pelvis because of left lower quadrant and left upper quadrant pain. When films were read later, the md noted air in the abdomen and around the heart and thought it had been injected with the contrast dye due to poor connection of the valve. The pt was ok after the procedure and was discharged. Contacted the CT tech for add¿l details of the event. He stated that he does not think there is any direct problem with the valve in this event. He feels the physician over-reacted in thinking the valve caused the air in the abdomen, and there was only a minute amount of air noted on the films. He also stated he is pretty sure the hissing sound came from the connection between the valve¿s male luer and the IV catheter, not between the valve¿s male luer and the power injector set. The pt was contacted after discharge and is fine with no related problems. MFR¿s report number: 9616066-2012-00325. (B)(4).

Manufacturer narrative:
(B)(4). Unable to determine the cause of the maxplus connector not tightening properly because it has been discarded and will not be returned. The root cause of this failure was not identified.